Event description:
The reporter stated that the surgeon was insertring a 22.5 diopter three piece silicone lens in the cartridge and the trailing haptic got stuck in the cartridge and tore off. The lens was cut to be removed. No incision enlargement or suture required. The cartridge used is not recommended for this type of lens.

Manufacturer narrative:
The product pertaining to this complaint was not returned; however, the lens was received and visual inspection shows one haptic is torn off and missing and a tear in the optic. There is clear and reddish surgical residue on the lens. It should be noted that the injector was not received for evaluation.